Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the intraocular lens (iol) implantation, edge of the leading haptic cut the posterior capsule. Additional information was received indicating that the doctor feels the lens had a sharp edge to it that tore the posterior capsule. The lens remains in the patient's eye. The patient is doing well. No further information is expected on this report as surgeon was unwilling to provide additional information.